Event description:
It was reported that a patient receiving v.a.c. Therapy for an abdominal surgical wound was given antibiotics for treatment of an infection. On 02/09/2009, the home health agency nurse (rn) reported that the infection had resolved. The rn also stated that the wound started to improve shortly, after administering antibiotics to the patient.

Manufacturer narrative:
The home health agency nurse (rn) stated that v.a.c. Granufoam was originally used on the patient's wound, but was switched to v.a.c. Whitefoam in 2008. According to the rn, the patient initially responded well to v.a.c. Whitefoam, but in 2009, the patient was reported to have had an elevated temperature and blood sugar level. The rn stated that v.a.c. Therapy was subsequently discontinued and the patient was switched to an alternative dressing. According to the rn, the patient was seen by the prescribing physician at about one week later, and an antibiotic therapy treatment was started. The rn also stated that the patient had poor control over her blood sugar levels, which put her at risk for developing an infection.